Event description:
Foley catheter ordered to be removed. When drawing back to empty the balloon only 8 cc's of fluid came out. Attempted to draw back three more times and no more fluid came out. Unable to remove foley catheter. Urologist came to the bedside. Balloon was inflated with lubricant jelly and then the jelly was withdrawn. The foley catheter was successfully removed. Urinary meatus was intact, no bleeding noted. Small part of the catheter balloon was still intact. The patient remained stable and voiding without any issues.